Manufacturer narrative:
An event of patient developed severe skin rash five days post-implant was reported. It was also reported that after two months of amulet device implant, sepsis occurred; allergic reaction was suspected. The reported medical intervention was to treat sepsis. There are no allegations of malfunction with the amulet. Based on the information received, the cause of the reported incident could not be conclusively determined. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted with no reported implant complications. The patient has a pertinent past medical history of severe trikuspidregurge, diastolic dysfunction, and recurrent gi bleeding without detecting the location under anticoagulation due to trial fibrillation. It was reported that the patient developed severe skin rash five days post-implant; they received local and systemic steroids. In addition, on (B)(6) 2024, sepsis also occurred; allergic reaction is suspected. The patient received antibiotics, catecholamine, volume, and parenteral nutrition as treatment for the sepsis. Then, all medications were stopped and the patient did not improve. The patient was reported to be in stable condition; however, their skin is red all over their body. There are no allegations of malfunction with the amulet.